Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
The session records were reviewed and it was determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was attempted to be reset, but the issue was not resolved. There were no patient consequences.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. There were no patient consequences.